Event description:
It was reported that the blades broke during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
If the device is returned, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that the blades broke during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.